Event description:
[Vero biotech] use for covid-19 under emergency use authorization (eua): when demo was done to rts, the device shut down (major risk on flight transport and if on patient in hospital or home) and the backup was turned on but this was a major concern. The product also does not fully deplete the ino from the permanganate scrubber leading to exposure of ino to the user/patient (false advertisement). The team used an app where they could communicate about issues instead of emails to hide problems/concerns. FDA safety report ID # (B)(4).